Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient¿s wife stated that he had been having low glucose levels. The sensor in use had been reading 40-50 mg/dl lower than his bg, which caused him to over-correct and then have high glucose levels. In the evening on (B)(6) 2022, he had a hypoglycemic event that the wife stated was due to the inaccuracy issue, although no cgm or bg values were provided, and no symptoms were reported. She called emergency medical services (ems) and the paramedics gave the patient liquid glucose (unknown if this was oral or IV). The patient's wife also gave him pineapple juice and toast with honey. His bg was subsequently high in the night, so he took insulin and the level was dropping again at the time of the report the following day. The patient's wife had tried calibrating the device when it was inaccurate but it did not help. At the time of the report, the cgm was reading 40 mg/dl, but the bg was 96 mg/dl. At the time of the report the patient was doing better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.